Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic and right common iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. Iliac branch and internal iliac components were successfully deployed in the right iliac arteries. A trunk-ipsilateral leg component (rlt281412j/16469300) was advanced and deployed from the left side through an 18-fr gore® dryseal sheath with hydrophilic coating, followed by two contralateral leg components (one in the left side, the other in the right side) being implanted. Intra-procedure imaging revealed that the trunk-ipsilateral leg component was deployed more proximal than intended, resulting in the unintentional coverage of the left renal and accessory renal arteries. It was reported that the ipsilateral leg as well as a contralateral leg component in the left side were pushed up while they were deployed, which might have caused the trunk-ipsilateral leg component to move proximally. A bare-metal stent was implanted in the left renal artery to maintain blood flow. Also, an attempt was made to cannulate into the left accessory renal artery, but it was not successful. The procedure was concluded with the occluded left accessory renal artery being monitored.